Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported the event of right side exchange from textured to smooth due to the patients concern of the product was reported. Healthcare professional later reported the event of rupture. Device has been explanted.